Event description:
The complainant reported two under-deliveries for a patrol pump. The intended delivery was 300ml; however, it was reported that the pump delivered 217.5ml. No pt info was provided. There was no report of serious injury or illness associated with the event. This amount of under-delivery is considered likely to result in a serious injury or illness should it recur.

Manufacturer narrative:
Submission date of this report: 5/30/2007.